Event description:
The eviva machine that connects to our hologic mammography machine gave us some trouble in the middle of our breast biopsy. The saline bag ran out of saline the tech proceeded to change the saline bag. When the saline bag was replaced it did not work. It did not flush the saline in the tubing, there for the radiologist was not able to get all the specimen out of the tubing.